Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 491472, expiration date 03/31/2014). (B)(4).

Event description:
Customer received result of 588 mg/dl on aviva nano system 1, and a result of 134 mg/dl on aviva nano system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.